Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm and trouble with the pump's rewind.